Event description:
It was reported that the system was explanted due to erosion and infection. At explant, insulation abrasion was noted on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Continued: (B)(4). (B)(4) review of quality records.